Event description:
Patient was implanted at left femur with a trochanteric fixation nail system. 5 mm distal screw broke and patient presented with non-union, and was consequently revised from an 11 mm nail to a 14 mm nail. Prior to implantation of the new hardware, the femur was reamed and a bone graft was harvested with a reamer-aspirator-irrigation system and then packed into the fracture site. The procedure was completed successfully without issue. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date, approximately in (B)(6) 2012. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.